Event description:
It was reported that the patient initially came in reporting pain at the surgical site of her 1st metatarsal where a 2.0mm tiger cannulated screw (length unknown at this point in the investigation) was originally implanted roughly 4 months prior. The screw was removed on (B)(6) 2019.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. See note below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. Device manufacture date (h4) could not be confirmed. See note below. 9. Section h9 n/a to this report. 10. No files attached to this report. Note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. See "additional investigation" discussion below. B5 - description of event or problem was edited to correct the screw removal date to 03/06/2019. D2 - common device name, product code was correct in initial submission. D3 - establishment name and address error-corrected, fax number added. D6 - screw was reported to be originally implanted "roughly 4 months prior to (B)(6) 2019", so implanted date is recorded as (B)(6) 2018. Additional investigation conducted on 04/01/2020: a lot number could not be identified for the tiger screw reported in this event. After further investigation, no specified lot numbers of interest could be determined due to not being able to obtain information regarding the length of the implanted 2.0mm tiger cannulated screw. There are many available length options for the 2.0mm tiger cannulated screw. Therefore, lot number possibilities cannot be narrowed down for DHR review.

Manufacturer narrative:
The screw associated with the MDR was not returned and could not be reviewed. The lot number of the screw is unknown and review of the batch history could not be performed. Very limited information is available about the original screw implementation. It is known that the screw was implanted about 4 months prior and the patient cane in reporting pain in (B)(6) 2019. It was not reported if the screw performed as intended prior to the patient requesting removal. Review of the complaints log for the last one year identified 1 other complaint for tiger screw intervention due to hardware pain; the root cause could not be determined in that case. Due to the limited information available, the root cause of this event could not be determined; the field shall continue to be monitored.

Event description:
It was reported that the patient initially came in reporting pain at the surgical site of her 1st metatarsal where the trilliant cannulated screw was originally implanted roughly 4 months prior. The screw was removed on (B)(6) 2019.